Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device's power interrupts and the unit will not turn on. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem duplicated during lab tests. The failure was isolated to a corrupted program code in the flash memory u39/u40.